Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, tubing kinked or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go device displayed the blockage/full canister alarm and that the patient does not feel any suction motion. It was stated that the tubing was bent and did not drain. The tubing was straightened but the alarm was not resolved. Several troubleshooting steps were following per clinical guidelines but the alarm did not resolve. Patient was instructed that there might be a potential issue with the device or the canister. It is unknown how the treatment was completed nor if there was a delay. No additional information available.